Event description:
It was reported that during an unknown procedure the hand activation didn't activate. No patient consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.